Event description:
A report was received that the patient was found to have a defective lead. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that there was no defective lead issue. It was reported that the patient was experiencing loss of coverage and abdominal discomfort when turning the spinal cord stimulator (scs) too high.

Event description:
A report was received that the patient was found to have a defective lead. The patient will undergo a revision procedure.